Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer's blood glucose. Customer was given instructions to fully reset pump and planned to perform reset when ready, with guidance to contact technical support again if problem continued.